Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.

Event description:
It was reported that the ventilator's graphic user display was going out. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.